Event description:
The lay user / patient contacted lfs alleging the lcd screen was damaged. The patient mentioned that there was liquid in the display. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The patient was unable/unwilling to verify whether there was any meter trauma. The meter was replaced. The complaint is being reported due to a damaged display.

Manufacturer narrative:
Lifescan has requested the return of the subject meter or evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.